Manufacturer narrative:
Trackwise#: (B)(4).the device was returned to the factory for evaluation on 05/15/2024. An investigation was conducted on 05/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned partially inside the cannula. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact cannula or the intact c-ring. A reference endoscope was inserted into the cannula. The endoscope would not advance inside the scope port on the cannula. An engineering evaluation was conducted on 07/30/2024. The complaint was confirmed for fitting problem-endoscope. An attempt was made to insert an endoscope into the cannula, but the endoscope would not go through. When looking through the opening it appeared that an object was blocking the opening. The evh cannula handle subassembly (cv000001073) was removed from the cannula subassembly. Upon closer investigation it was observed that the trough (rm2050225} was not properly aligned between the left adapter (rm7000929} and the right adapter (rm7000932}. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-endoscope" was confirmed.specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.a lot history record review was completed for lots 3000383299, 3000382138, and 3000379867 the last 3 lots shipped to the account prior to the event/aware date. For lots 3000383299 and 3000382138. There were no ncmrs, rework, or deviations documented for these lots shipped to the account. Lot # 3000379867 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.cr (B)(4) was opened in aug 2024 to address this manufacturing issue. The cr is closed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoview hemopro 2 unable to insert the endoscope into the harvesting cannula. The cannula appeared to be partially disconnected and had a piece blocking the path for the endoscope to click in. They opened a new kit and the procedure continued with no issues. Device was not used on the patient, there was no patient injury, nothing what left inside the patient.